Event description:
Customer reported that a nurse informed her that the insulin pump needed to be replaced. She did not recall if there were any alarms or the reason why the insulin pump needed to be replaced. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.